Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from peru that during an unspecified surgical procedure, it was discovered that the universal battery charger device did not work when attempted to charge the battery device by pressing the button "on". It was further reported that the clinic returned the charger and it was tested with different cables and determined that the product did not have contact in order to begin to use. It was reported that there was a 30 minute delay to the planned surgical procedure. It was reported that a spare device was available for use and the surgery was successfully completed. It was reported that there was no allegation with the battery device. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a faulty diode (d17) which caused the reported complaint. It was further determined that the faulty diode allowed the auxillary power supply and no energy was transmitted to the secondary side; therefore, no auxillary voltages were available to start up the device. It was further determined that after renewing the diode, the unit worked again. It was further determined that the power supply was not functioning and defective. Therefore, the reported condition was confirmed. However, the assignable root cause could not be determined as it could not be determined how the diode was broken. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate